Event description:
It was reported that during an unknown procedure, the cartridge pan came off when removing the red cap. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 8/8/2023. D4: batch # 163c11. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the gst60b reload was returned unfired with the pan bent and detached from the reload. In addition, some drivers missing. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 163c11, and no non-conformances were identified.